Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: endovascular treatment for thrombotic occlusion of a y-graft limb following additional evar triggered by heat stroke: a case report source: japanese journal of vascular surgery 2025;34 supplement. Abstract p30-8. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed: title: endovascular treatment for thrombotic occlusion of a y-graft limb following additional evar triggered by heat stroke: a case report source: japanese journal of vascular surgery 2025;34 supplement. Abstract p30-8. Case report: this is a single-patient case report describing thrombotic occlusion of a y-graft limb following prior abdominal aortic aneurysm repair and subsequent iliac limb evar, with heat stroke identified as the clinical trigger for presentation. The patient was a 67-year-old man who had undergone open repair seven years earlier for a right common iliac artery aneurysm and a left internal iliac artery aneurysm with resection and y-graft replacement, including deliberate occlusion of the left internal iliac artery. Four years prior to the current event, enlargement of the right internal iliac artery prompted additional endovascular intervention: placement of gore® excluder®aaa endoprosthesis (excluder leg) and coil embolization of the right internal iliac artery. Approximately one month before admission, the patient experienced generalized convulsions attributed to heat stroke. Thereafter, he developed persistent resting pain and paresthesia in the right thigh, with no musculoskeletal abnormalities, and a reduced ankle-brachial index (abi) in the right lower limb (0.58). At presentation, abi remained decreased (0.88 versus 1.07 after the prior evar), and imaging suggested the excluder leg, inserted to the origin of the right limb of the y-graft, was abutting the vessel wall at the proximal segment. From that apparent contact point, an occlusion extended to the right external iliac artery just proximal to the deep circumflex iliac artery. An acute right limb occlusion was diagnosed, and endovascular therapy was performed. With protection of the left limb, thrombectomy removed the thrombus; however, during wire passage from the right common iliac graft into the abdominal aortic graft, extra-luminal wire positioning could not be definitively excluded, and a stent graft was added to complete the procedure. The postoperative course was uneventful, with no recurrent occlusion reported. The authors note that pre-existing proximal leg narrowing, compounded by dehydration due to heat stroke, likely contributed to the event.